Manufacturer narrative:
The device has been received at coloplast; however the evaluation is not yet complete. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Once our evaluation is complete, a follow-up report will be submitted.

Event description:
According to the available information, malfunction of ipp.

Manufacturer narrative:
This follow-up MDR is created to document the evaluation of the returned device and updated codes. A touch pump, two cylinders and a reservoir were received for evaluation. Examination and testing of the returned components revealed no functional abnormalities. Because the available information did not indicate what factors may have contributed to the reported malfunction, and because no functional abnormalities were noted, quality cannot determine the cause of this reported event. A review of the device history record confirmed the devices from this lot met all specifications prior to release. A review of the complaint history database, nonconformances and capas revealed no trends for this lot.